Manufacturer narrative:
Additional information: a2(date of birth), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device had no seal. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the blunt tip sealer divider lf1844 was applied to the omentum in the first step of the procedure to create a window. The device was plugged into an ft10 generator. There was an energy activation and sealing issue with no seal achieved, no evidence of energy delivery, and end tones heard. There was no re-grasp alert. No good seals occurred prior to the issue and the tissue being sealed was 1-2mm thick omentum. Bleeding occurred during the procedure and the surgical time was extended by 15 minutes. Blood transfusion was not necessary. The patient was not on any medications (any meds that can affect blood clotting or may contribute to bleeding). Clipping was done to stop the bleeding and another ligasure device was used successfully with the same generator.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.